Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the main pcba component and performed a failure investigation. A visual inspection was performed and the exhalation pressure transducer (pt801) was missing from the main pcba. The reported issue was unable to be confirmed or duplicated due to the missing exhalation pressure transducer (pt801). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was experienced "xdcr fault", "low ve", "low pip" and "high rate" alarms. The event log also recorded "xdcr fault occurred". Performed xdcr test, "exhl diff: 34 failed. The customer advised there was no patient involvement associated with this event.